Event description:
Reported via journal article: it was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. Twenty-four hours post-procedure, the patient presented with chest tightness and was found to have an pe which was increased in size when compared to baseline echocardiogram. The pe continued to gradually increase over 48 hours and the patient underwent a pericardial window due to the posterior location. A 45-day routine check-up was performed with either computed topography (CT) or transesophageal echocardiogram (tee) and no significant peri-device leak, thrombus, or device embolization was discovered. No additional information is known.

Manufacturer narrative:
Event date estimated as the article publish date is (B)(6) 2022. Literature citation: akhil mogalapalli, sundeep kumar, tabitha lobo, joseph reed, luis augusto palma dallan, sung-han yoon, steven j. Filby (november 30, 2022). Delayed pericardial effusion following left atrial appendage closure: a 5-year single-center experience. Journal of invasive cardiology vol. 34.